Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd- legacy pump is experiencing inaccurate delivery +8.25, during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol(B)(6), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed the top rear label was missing. During functional check, the reported problem was not duplicated. However, while running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Found fluid ingression on the pump by the chassis base of the expulsor; which damaged the expulsor gasket. This was caused by the customer's improper cleaning of the pump. Expulsor assembly was replaced.